Event description:
The ventilator was connected to the pt. The customer reports the peep was set to 4 in the pressure control mode and a pressure control level at 10. The ventilator delivered a peep between 14-20 cm h2o and the ventilator alarmed high paw. There was no pt injury. The ventilator was removed from the pt.